Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states the insulin pump is not showing accurate readings. The blood glucose reading is shown to be 53 mg/dl on the insulin pump, but the accurate reading is 162 mg/dl. Furthermore, the sensor and blood glucose are off. Nothing further reported